Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, the device did not fire. After loading and started to manipulate on the stomach, the reload resisted closing on the tissue and after another reload attempt, the handle it did not fire. Time of surgery was extended by more than 30 minutes. Replaced by another reload but the same handle and the case was completed. No patient injury.